Event description:
The facility reports the pt was in the bed with the sling positioned underneath and attached to the lift. The cna started the lift, raising the off the bed. As she was attempting to put the pt into the wheelchair, the pt fell to the ground.